Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with a pocket infection. The physician discovered that the patient had a vegetation on the tricuspid valve. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was removed. A new right ventricular lead was implanted and explanted on the same day for temporary pacing. The system was replaced with a leadless pacemaker on (B)(6) 2024. The patient remained in stable condition.